Event description:
User reports receiving erroneous results for tronponin t. The user provided results of 11 samples. All samples were run the same day at approximately the same time. The initial results were not reported. The following is the data provided: patient 1- 0.022 ng/ml, repeat <0.010 ng/ml. Patient 2- 0.018 ng.nl, repeat <0.010 ng/ml. Patient 3- 0.052 ng/ml, repeat <0.010 ng/ml. Patient 4- 0.033 ng/ml, repeat <0.010 ng/ml. Patient 5- 0.020 ng/ml, repeat <0.010 ng/ml. Patient 5- 0.020 ng/ml, repeat <0.010 ng/ml. Patient 6- 0.047 ng/ml, repeat <0.047 ng/ml, repeat <0.010 ng/ml. Patient 7 0.017 ng/ml, repeat <0.010 ng/ml. Patient 8 0.058 ng/ml, repeat <0.010 ng/ml. Patient 9- 0.07 ng/ml, repeat <0.010 ng/ml. Patient 10 - 0.016 ng/ml, repeat <0.010 ng/ml. Patient 11 - 0.020 ng/ml, repeat <0.01 ng/ml. If additional information is received, appropriate notification will be provided.